Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation, the right ventricular lead exhibited low impedance. Upon re-interrogation the impedance measurement was within range. The patient was in stable condition.